Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, implanted mitraclip (x1). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents reported for dc shaft bends or difficulty positioning the device from this lot. The reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed via returned device testing. The actuator mandrel was examined and noted to be bent. Potential causes for dc shaft bends resulting in difficulty positioning the device were considered, including manufacturing, patient morphology / pathology and user technique. Dc shaft bends/difficulty positioning the device can be a result of manufacturing anomalies, such as unwanted tension on the lock line or internal damage/defects. Additionally, dc shaft bends may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture. Factors related to user technique which can influence dc shaft bends resulting in difficulty positioning the device include, but are not limited to, excessive curves applied to the device by the user, positioning the device with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU). In this case, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device resulting in the reported bent condition of the device; however, this cannot be confirmed. Furthermore, the reported difficulty positioning the device was likely a secondary effect to the reported bend in the dc shaft, and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty positioning the clip delivery system which has the potential to damage tissue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ in a dilated left atrium. One clip was implanted and the mr was reduced to 3. The second clip delivery system (cds) was advanced and crossed over into the left ventricle. While translating forward with the delivery catheter (dc) handle, the cds would not position correctly and the dc shaft was observed to be bending approximately 90 degrees. The cds was removed without issue and replaced. A new cds was used successfully. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.